Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial air alarms followed by multiple high waste bag pressure alarms occurred during a routine hemodialysis treatment. Add'l cascading alarms also occurred. The alarms were eventually resolved after multiple attempts. Treatment continued for an add'l half hour when the pt reported not feeling well. Treatment was then discontinued without performing rinseback resulting in an estimated blood loss of 190 cc. The pt was taken to the ER where he presented with severe abdominal pain, nausea, bradycardia and hematuria. The pt was given oxygen and monitored for several hours and then discharged. No other medical intervention was required.

Manufacturer narrative:
The reported event and blood loss is likely attributed to clotting of the filter which was most likely due to the operator not resolving the alarms in a timely manner. Review of the treatment log files confirm that there was no blood flow through the cartridge for 15 minutes during the alarm sequence which likely resulted in clotting and restricted blood flow. The log file also indicates that multiple blood pump off cautions occurred to alert the operator that the blood pump was off. Device labeling provides the following warning: "the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit (and filter) to sustained high pressures leading to a possible filter blood leak or hemolysis. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The disposable cartridge was not returned for eval at the time of this report. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.